Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify an increase in complaint activity for the complaint lot and no trends were identified. The overall performance of the complaint lot in the field was reviewed using data gathered from customers worldwide. The patient median result for the complaint lot number 06557un20 is within established control limits indicating the assay was performing as expected. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency of creatinine reagent lot number 06557un20 was identified.

Event description:
The customer observed falsely elevated creatinine results generated on the architect c8000 processing module for one patient. The following data was provided (reference range: 53 to 100 umol/l): (B)(6) 2021 sid (B)(6) initial result = 263.8 umol/l, repeat = 263.8 umol/l, repeat on another architect = 264.1 umol/l, roche = 112.6 umol/l, no impact to patient management was reported.